Event description:
It was reported that a patient with a ventricular leadless (vlp) and atrial leadless pacemaker (alp) died. It was noted that the cause of death may have been due to hemorrhage due closure failure of the wound. No further information is available.